Manufacturer narrative:
This report is submitted june 19, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to loss of electrode function. The patient was reimplanted with a new device during the same surgery.